Event description:
It was reported that pacemaker mediated tachycardia (pmt) was noted on the device and reprogramming of the device was performed. During a follow up in clinic after the reprogramming, far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) was noted on the device resulting in the patient experiencing fatigue. Provocative testing was performed and the far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) was able to be reproduced resulting in the patient experiencing discomfort and fatigue. Abbott technical support was contacted and additional reprogramming was recommended. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.